Event description:
Nurse was attempting to place an IV- using an 18 gauge butterfly needle. When needle part was retracted it lifted and split through the plastic causing the nurse to get a dirty needle stick. Lot number 9057759 was removed from all departments, which was the lot number that the IV needle came from.